Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2020-32695. Additional information obtained revealed both of the patient's leads were explanted and replaced to provide resolution.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2020-32695.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain complete patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2020-32695. It was reported high impedance was found on both of the patient's leads. As a result, the patient may undergo surgical intervention.